Event description:
It was reported that a cassette leaked during an unknown process step of automated peritoneal dialysis (pd) therapy. It was not reported if the patient was connected to the device at the time of the leak. The caregiver stated the patient had been hospitalized twice with peritonitis because of the leak. The cause of the leak was not reported. Treatment for the events was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter cassette. E1: initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.